Event description:
It was reported the device turned off while being used on a case. There was no adverse consequence to the patient and no delay in surgery time. A spare device was available that functioned properly.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.